Manufacturer narrative:
Factory confirmed leak at elbow connection of the water port and housing. The unit was examined; some urethane adhered to the connection part and solvent for connection was less than normal possibly resulting in a less stable connection. Although the unit passed the mfg leak test, the heat of sterilization may have caused a detachment. The workers were re-instructed regarding the application of urethane. The method of solvent application was changed to stabilize the quantity applied.

Event description:
Oxygenator leaked at elbow of wrist inlet during priming.